Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood visible in the inflation lumen and on the balloon and contrast in the inflation lumen and in the loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. The inner member was bunched 9.9cm proximal to the proximal seal for a length of 1.4cm. The outer member was wrinkled at the same location. The distal shaft was bunched 4.8cm and 5.8cm distal to the guide wire exit port. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify deflation times. The total length of the balloon catheter was measured and met manufacturing criteria. The reported difficulties were unable to be confirmed as a new indeflator, filled with gastrografin diluted 1:1 with water, was used to inflate the balloon to the rated burst pressure (rbp) of 14atm and the deflation times were taken and met manufacturing criteria. It was reported the rx trek was not soaked prior to use and was not prepared for use outside of the patient anatomy. It should be noted the trek instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Then prepare the device for use. All air must be removed from the balloon and displaced with contrast prior to inserting into the body otherwise, complications may occur. It is possible all the air was not removed from the catheter, contributing to the reported difficulties however this could not be confirmed. Since the shaft damage was not reported in the incident information, it may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported difficulties deflating the balloon as the returned analysis noted the deflation times were within specification. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for deflation issues or shaft damage for this lot. The reported difficulties deflating the balloon were unable to be confirmed and there is no indication of a product quality deficiency.

Event description:
It was reported that during dilatation in the mildly tortuous and calcified mid left anterior descending artery, the 3.0 trek balloon was inflated one time at 14 atmospheres. The physician attempted to deflate the balloon; however, the balloon partially deflated and then took approximately 30 seconds to completely deflate. There was no clinically significant delay in the procedure and no adverse patient effect. Reportedly, the balloon was not prepped prior to the procedure per the instructions for use. Though requested, no additional information was provided.